Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had normal blood glucose levels of 107 mg/dl. The customer reported that the buttons of the insulin pump were unresponsive. The customer also reported that there was a crack on the battery compartment where the battery screws in and it was also possible that a piece in the compartment was missing. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.